Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump¿s battery life was shorter than expected. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box did not show any evidence of short battery life. A review of the black box did show ¿low battery¿ warnings and ¿replace battery¿ alarms had occurred on 02/24/2015 due to normal battery wear. During investigation, the pump successfully performed the ezprime steps, and all current draws were found to be within required specifications. The pump cover was removed and there were no internal defects found. The complaint could not be duplicated on investigation.